Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 10/3.50 flextome cutting balloon catheter was selected for treatment. During the procedure, after a guide wire crossed the lesion, dilatation was performed with a 3.0mm unspecified balloon catheter; however, the lesion was not dilated successfully. Thus, the complaint device was used; however it was unable to cross the lesion. The device was removed from the patient's body and noted that the balloon ruptured. The device was exchanged with a different device. There were no patient complications reported and the patient's status was good.